Event description:
The customer contact reported loss of suction. It was reported that during preparation prior to patient use, after the suction liner was inserted into a suction canister and vacuum applied, a loss of suction was noted. The customer contact reported that the connection point of the bottle and the bag was broken. No specific details were provided. The suction liner was replaced and the suctioning was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.